Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during priming leakage occurred from the spike and tubing connection with a bd phaseal¿ secondary set (c62). The following information was provided by the initial reporter: during priming, the pharmacist noticed a leak originating from the spike and tubing connection.

Event description:
It was reported that during priming leakage occurred from the spike and tubing connection with a bd phaseal¿ secondary set (c62). The following information was provided by the initial reporter: during priming, the pharmacist noticed a leak originating from the spike and tubing connection.

Manufacturer narrative:
H.6. Investigation: one video was provided to our quality team for investigation. The final product for lot ta11878 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the video for evaluation. Visual inspection of the video verified a leak between the tubing and the spike. Without the physical sample to evaluate, we cannot properly identify a cause for the leak. Two retained samples were used for additional evaluation. There were no visual defects noted and the dimensional inspection verified the product was manufactured properly. Functional evaluations were conducted and in all cases the product performed as expected. Based on available information, we were not able to identify a root cause related to the manufacturing process at this time.